Event description:
It was reported that after retrieving the stone with the device it would not pass through the ureteric orifice. The ureteric orifice was enlarged using a collins knife and diathermy. When attempting to pull the device through it broke off in the ureter. The pt went to surgery for removal of the device. There were no further adverse effects. No further info is available. No product is being returned for eval.